Manufacturer narrative:
(B)(4). A companion sample was reported to be available. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a customer received a minicap with the sponge sticking out of the cap, and the povidone-iodine solution on the sponge was dry. This occurred before use. There was no report of patient injury or adverse effects associated with this event. No additional information is available at this time. This is report 1 of 4.

Manufacturer narrative:
(B)(4). Manufacturing dates for this lot are 04/11/2014 - 04/17/2014. A companion sample was received for evaluation. Visual inspection found no issues. Functional (pressure) testing was performed and no leaks were found. Sample analysis did not verify the reported issue. A review of all batch record documents was performed for associated lot number gd896845 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Upon conclusion of the investigation, the cause of the event could not be determined. A CAPA was opened to investigate this issue. Should additional relevant information become available, a supplemental report will be submitted.